Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no samples or photos were returned for analysis.

Event description:
It was reported that a needle break occurred with a pen ndl 31g 8mm 3b 90 CT. The following information was provided by the initial reporter, needle broke when patient tried to inject themselves in the abdomen patients hands shaking , needle caused a scratch to the skin. Needle was broken and in abdomen but easily removed. Details of injury: small scratch on abdomen now healed".